Event description:
Zoll customer support contacted a (B)(6) male pt to exchange his monitor. The pt's download revealed eleven standalone abnormal shutdown flags. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon receipt the monitor produced an abnormal shutdown. An abnormal shutdown is not always indicative of a nonconformance which would impact safety and effectiveness. During initial eval, on (B)(6) 2012, it was determined that the abnormal shutdowns would not impact the device's ability to detect or treat. Upon further investigation a reportable nonconformance was discovered. The cause for the abnormal shutdown was isolated to a communication failure with the programmable logic device (pld) u1003. The root cause for the defective u1003 component was unable to be identified during the investigation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.